Manufacturer narrative:
(B)(4): devices not available for analysis.

Event description:
The manufacturer became aware following the publication of a journal article. Between the years 1998 and 2008, 30 patients underwent revision surgery for tissue-related problems. Four devices were explanted and bilateral extrusion was reported for one patient. Individual patients were not identified and no complaints were reported to the manufacturer. Attempts at obtaining additional information were unsuccessful.